Event description:
It was reported that this insertable cardiac monitor (icm) device had issues communicating with external devices. Boston scientific technical services (ts) received a call from the patient. The patient provided the patient mobile monitor (pmm) was off. Ts had the patient turn on the pmm and began troubleshooting. Ts was able to connect the pmm to latitude clarity without issue. The patient was not able to pair the pmm and the icm device. Ts referred the patient to the clinic to verify placement of the icm device. The patient provided they have already been to the clinic and the healthcare providers (hcps) tried to connect to the icm device using their equipment but were also unsuccessful. Ts had the patient restart the pmm and try to pair again. Upon restart the patient was still unable to connect to the icm device with the pmm. Additional information from the boston scientific representative provided they did complete troubleshooting on the icm device but were unable to get the icm device to broadcast a bluetooth signal. Subsequently, the icm device was explanted and replaced. The device has not been returned at this time. There were no adverse patient effects reported.

Manufacturer narrative:
This correction report was submitted because of updates to device codes field in h6. This icm was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Neither visual examination nor x-ray examination of the device identified anomalies. An attempt was made to interrogate the device and it was noted the icm could not be communicated with. The device case was removed to facilitate inspection and testing of the internal components. The battery was removed and replaced with an external power source. The current drain was measured and found to be normal. The battery was forwarded for detailed analysis. This analysis identified an internal battery short that resulted in premature battery depletion and the observed inability to communicate with the device.

Event description:
It was reported that this insertable cardiac monitor (icm) device had issues communicating with external devices. Boston scientific technical services (ts) received a call from the patient. The patient provided the patient mobile monitor (pmm) was off. Ts had the patient turn on the pmm and began troubleshooting. Ts was able to connect the pmm to latitude clarity without issue. The patient was not able to pair the pmm and the icm device. Ts referred the patient to the clinic to verify placement of the icm device. The patient provided they have already been to the clinic and the healthcare providers (hcps) tried to connect to the icm device using their equipment but were also unsuccessful. Ts had the patient restart the pmm and try to pair again. Upon restart the patient was still unable to connect to the icm device with the pmm. Additional information from the boston scientific representative provided they did complete troubleshooting on the icm device but were unable to get the icm device to broadcast a bluetooth signal. Subsequently, the icm device was explanted and replaced. The device has been returned for analysis. There were no adverse patient effects reported.

Manufacturer narrative:
This icm was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Neither visual examination nor x-ray examination of the device identified anomalies. An attempt was made to interrogate the device and it was noted the icm could not be communicated with. The device case was removed to facilitate inspection and testing of the internal components. The battery was removed and replaced with an external power source. The current drain was measured and found to be normal. The battery was forwarded for detailed analysis. This analysis identified an internal battery short that resulted in premature battery depletion and the observed inability to communicate with the device.

Event description:
It was reported that this insertable cardiac monitor (icm) device had issues communicating with external devices. Boston scientific technical services (ts) received a call from the patient. The patient provided the patient mobile monitor (pmm) was off. Ts had the patient turn on the pmm and began troubleshooting. Ts was able to connect the pmm to latitude clarity without issue. The patient was not able to pair the pmm and the icm device. Ts referred the patient to the clinic to verify placement of the icm device. The patient provided they have already been to the clinic and the healthcare providers (hcps) tried to connect to the icm device using their equipment but were also unsuccessful. Ts had the patient restart the pmm and try to pair again. Upon restart the patient was still unable to connect to the icm device with the pmm. Additional information from the boston scientific representative provided they did complete troubleshooting on the icm device but were unable to get the icm device to broadcast a bluetooth signal. Subsequently, the icm device was explanted and replaced. The device has been returned for analysis. There were no adverse patient effects reported.